Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead analyzed. Analysis determined that there was a high current drain condition, and demonstrated that there was oversensing. The cause of the high current drain and oversensing was excessive leakage in a capacitor.

Event description:
It was reported that the left ventricular lead was explanted due to high impedance and no capture. No patient complications have been reported as a result of this event. The device was returned for analysis after being explanted when the patient receiving unexpected shocks. The device subsequently tested out of specification during manufacturer's analysis.